Event description:
The customer stated that during defibrillator testing that the doctor was questioning the functionality of the pacing part of the defibrillator. The customer stated there was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.